Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01686, 0001822565-2020-01687, 0001822565-2020-01688, 0001822565-2020-01689, 0001822565-2020-01690, 0001822565-2020-01691, 0001822565-2020-01692, 0001822565-2020-01693, 0001822565-2020-01694, 0001822565-2020-01678, 0001822565-2020-01679, 0001822565-2020-01680, 0001822565-2020-01681, 0001822565-2020-01682, 0001822565-2020-01683, 0001822565-2020-01684, 0001822565-2020-01685, 0001822565-2020-01696, 0001822565-2020-01697, 0001822565-2020-01674, 0001822565-2020-01675, 0001822565-2020-01676, 0001822565-2020-01677, 0001822565-2020-01673.

Event description:
It has been reported that a foreign substance was found in the sterile packaging during warehouse investigation. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated against the reported event. Visual examination of the returned products confirmed the presence of debris in seven of the pouches containing the products. Four (4) of the pouches contained each one loose blue particle, and three (3) pouches contained each two loose blue particles. All the loose blue particles exceed the .60 sq. Mm. Size allowed per zpc 8.400 rev.52, as measured with tappi chart 25-2007-187-00-ey. Complaint is confirmed only for 7 of the returned products. DHR was reviewed and no discrepancies were found. The likely condition of the 7 parts found with the loose debris when they left zimmer biomet control is considered non-conforming based on the evaluation of the returned products. The loose blue particles likely came from the excess flash generated during the molding process of the mixing bowl and/or the trimming of the excess flash. The root cause of the reported issue is attributed to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.